Manufacturer narrative:
Additional information was received from the customer on 21jun2018 indicating that there was a surgery delay of less than 30 minutes. However, there was no impact to the patient's condition. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. There isn't any record of this serial number in oracle or on file, DHR cannot be completed. A failure analysis and determination of root cause is not possible as the complaint could not be verified due to a product sample was not returned to verify the complaint. The reported complaint is unconfirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The integra field engineer reported on behalf of the customer that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource caught fire. No patient contact, injury, or surgery delay was reported. Additional information received on (B)(6) 2018 indicating that the device was caught on fire during surgery. There was a delay in surgery due to product issue but it was not significant.